Manufacturer narrative:
Per the gore® cardioform asd occluder instruction for use, in the section ¿potential device ¿ or procedure-related adverse events¿. Adverse events associated with the use of the occluder may include, but are not limited to: device embolism.

Event description:
It was reported the physician implanted a 37mm gore® cardioform asd occluder to close a 20.34mm atrial septal defect. Early the next morning before discharge, the patient complained of chest pain, and it was discovered that the device had embolized to the pulmonary artery. Later that day the device was removed with a snare in a transcatheter procedure. The patient was doing well following the procedure.